Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was good.